Event description:
It was reported that this right ventricular (rv) exhibited high pacing thresholds and low amplitude that were discovered in a weekly follow up. An x-ray was made and reasonable evidence suggested a perforation that might have caused the elevated thresholds and low amplitude. This lead was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed would be updated at that time should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro perforation. No additional adverse patient effects were reported.